Event description:
It was reported that prior to a scheduled routine device changeout procedure, low impedance was observed on the right ventricular lead. A polarity switch had occurred but the date of occurrence could not be determined as the patient had been lost to follow-up. An insulation anomaly was observed on the lead. No patient symptoms were reported. The lead was capped and replaced during the planned procedure.

Manufacturer narrative:
(B)(4).